Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that there was a 0x400 power on reset (por) code. It was noted that the patient was having radiation treatment. The representative was able to clear the por code successfully. The indications for use were radiculopathy and degenerative disc disease. No patient symptoms reported. Additional information was received from a manufacturer¿s representative (rep) regarding the patient on (B)(6) 2017. The rep reported that the por occurred because the patient just started chemotherapy or radiation, she couldn¿t remember which. The rep reported that the chemotherapy or radiation was not related to the devices. The rep reported that when she spoke to patient services, she was told that this kind of por might occur with chemotherapy/radiation, so the patient should be aware and prepared in the future. The rep reported that as soon as she cleared the por, the patient¿s therapy and device worked as expected. The rep reported that there was no need to trickle charge or do an impedance test because the patient was satisfied and had the same coverage as before. No further complications anticipated.